Event description:
Reportable based on device analysis completed on 15jul2025. It was reported that balloon failed to inflate, and leak occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm fg exp sd vascular was used for procedure. During the procedure, it was noted that the stent could not deployed due to balloon leakage. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a separation.

Manufacturer narrative:
A4: weight: 68.5 kg. E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the express sd balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon and guidewire lumen is separated 159cm from the hub. Microscopic examination revealed no additional damages. The distal marker band, distal end of the separated balloon, and the tip are all missing. Product analysis confirmed the separation.